Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope acecide check had not performed for 2 months. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified as no product was returned. The event is detectable and preventable by handling device in accordance with the following IFU. Instructionsevis gastrointestinal. Videoscope olympus gif-1200n chapter 3 compatible reprocessing methods and chemical agents. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.